Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2015-03371. The patient has a cervical scs system and a thoracic scs system. This issue is related to the cervical scs system. The patient has 2 cervical scs leads from the same lot. It was reported the patient no longer received effective stimulation. In turn, surgical intervention was undertaken wherein the cervical system was explanted on an unknown date to address the issue.